Event description:
User states that the instrument leaked water on the floor and it spread all around the analyzer and into the walkway. No one had been injured or slipped. No patient samples were involved.

Manufacturer narrative:
The field service representative determined the filter 4 leaked at the end cap. He replaced the filter 4 and performed qc to verify the analyzer operation.